Event description:
Patient was injected with radiesse dermal filler into the nasolabial folds, glabella and marionette lines. The area around the glabella became red and swollen.

Manufacturer narrative:
Dr. Requested a consult with one of bioform's mef's, it was thought to be a staph infection and the infection did resolve. Injecting radiesse dermal filler into the glabella is considered an off label use. The lot numbers for radiesse dermal filler was not provided; therefore, the device history record could not be reviewed. The medical device report decision trees were completed for FDA, when the complaint was first received; it was not thought at the time the infection was serious enough to file an MDR. In doing a second review of the complaint and MDR decision trees, an MDR will be filed with the FDA due to the seriousness of the infection (required an oral antibiotic).